Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the puncture site could not be closed. The whole angio-seal system came out of the artery. The type of procedure being performed was an electrophysical intervention. A 7fr procedural sheath was used. A pre-deployment angiogram was not performed. Hemostasis was achieved by manual compression. The estimated blood loss was less than 250cc. The patient was stable. There were not other devices or equipment used with the reported product. There was no patient harm.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the guidewire, arteriotomy locator, hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube/sheath assembly was returned fully mated and in rear lock position. The suture was found deployed from the device with the clear and black stop makers found still connected. The tip of the suture was cut off with the collagen, anchor and tamper tube not returned. The complaint was confirmed for residual bleeding post deployment. The exact root cause cannot be determined. The likely cause was determined to have been residual bleeding or subcutaneous deployment which was resolved through the application of manual pressure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).